Manufacturer narrative:
(B)(4).

Event description:
It was reported that a-v block and tamponade occurred. The patient experienced a myocardial infarction a "long time before the procedure". The procedure was indicated due to ventricular tachycardia. Left ventricle mapping was performed with the rhythmia mapping system and an intellamap orion catheter. A non-bsc ablation catheter was advanced; however the catheter appeared outside the token anatomy and was exchanged for an intellanav oi ablation catheter. The physician started ablation with the intellanav oi catheter (35watts) in region of interest (anterior lv). After 5 burns, overall 333 seconds ablation time, the patient had av-block and was not breathing. CPR was initiated and a transthoracic ultrasound showed a tamponade. Pericardiocentesis was performed while ongoing CPR. The patient was transferred in stable condition, intubated and sedated, to intensive care unit. The patient's condition is believed to be bad, most likely the patient has irreparable damage in the brain due to low oxygenation during CPR.